Event description:
It was reported that the customer was hospitalized for hbgs. It was stated that part of the needle was stuck in the customer's skin, while still inside the cannula. No further details.